Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that the bd precisionglide¿ needle broke off from the syringe during use after the cartridge had been filled with insulin. The following information was provided by the initial reporter: "patient reported that last night, she was changing out her supplies. After she filled the cartridge with insulin, the needle broke off from the syringe."